Manufacturer narrative:
Troubleshooting of the device with the customer identified that the pads were expired with a labeled expiration date of 07/31/2021. As a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's battery pack was depleted. They reported that this did not occur during patient use.